Event description:
It was reported that the device was getting hot when plugged in during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.